Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that an anterior chamber cannula introduced a fiber into the patient during a procedure. Incident occurred at the end user. No sample or manufacturing lot number was provided for review. The customer reported during an eye procedure, a red cotton fiber was released from the eye cannula into the patient¿s eye. The surgeon was able to successfully retrieve the fiber without incident. The patient was not harmed. The source of the fiber is not known. No manufacturing lot number was provided, therefore a review of the device history record could not be completed. Additionally, no sample was available for return. The complaint cannot be confirmed and an additional investigation cannot be performed. Product has been discontinued. Based on this information, no further action is required. Device evaluated by MFR: device not available.

Event description:
Aspen surgical received a report from the distributor indicating that an anterior chamber cannula introduced a fiber into the patient during a procedure. Incident occurred at the end user. This report was filed in our complaint handling system as complaint # (B)(4).